Event description:
Facility reports that shortly after the patient had the transfer set applied in the hospital, part of the patient's transfer set slid off the catheter, specifically the red connector end and screw nut. This occurred during the patient's training period. Patient went to the e.r. Cultures drawn were negative, but the patient had been treated prior to culture results with prophylactic antibiotics at the e.r. Sample is not available for analysis.